Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device. A visual assessment was performed which substantiated the complaint. Therefore, the reported condition was confirmed. This was due to mis-handling. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during testing it was discovered that cord of a foot control device "had exposed wires". The reported event did not occur during surgery. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.